Event description:
Additional information was received that episodes of oversensing were observed on the right atrial (ra) lead. The device was reprogrammed to resolve the event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that episodes of noise were observed on the lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.